Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.

Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, only limited information was obtained. The scope has not been returned to olympus for evaluation. Therefore, the cause of the reported event could not be conclusively determined. A review of the device service history showed that the scope was last serviced at olympus on (B)(6) 2017 for an unrelated leak issue. In addition, an olympus endoscopy support specialist (ess) visited the user facility and provided a reprocessing in-service on (B)(4) 2018. During the visit, the ess found several reprocessing deviations. The user facility staff was not using the recommended brushes to brush the channels properly. A toothbrush was being used to scrub the external part of the scope. The same toothbrush was used on multiple scopes throughout the day. No brushing was performed around the elevator wire part of the scope. The suction cleaning adapter was not being used. An incorrect size of syringe was being used in flushing the scope. The scope was reprocessed in a non ¿olympus automated endoscope reprocessor (aer) machine. The scope is hung in a vertical cabinet. The ess conveyed all reprocessing deviations noted during the visit with the user facility staff. The user facility further indicated that they will implement the changes to their reprocessing practices immediately. Based on similar reported event and the ess findings, insufficient reprocessing is the most likely cause for the reported positive culture. The instruction and reprocessing manual for use provides several warning and caution statements in an effort to prevent cross contamination and equipment damage. ¿all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. This instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. This instrument is to be repaired by olympus technicians only.¿ if additional information becomes available or if the device is returned at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that following two reprocessing attempts on the reported scope, the scope¿s culture tested positive for a gram-positive bacteria. The scope was not used on any patient and has been quarantined. There are no reports of patient infection.